Event description:
Patient is reported to have developed a burn, approximately 1 1/2" in diameter, following treatment with the anodyne home unit. Patient reports receiving 24 prior treatments without incident. Patient received medical treatment consisting of triple x ointment and antibiotics, and is healing.